Manufacturer narrative:
Only the lap belt was returned for evaluation. The evaluation concluded customer misuse.

Event description:
Consumer is alleging the lap belt broke on the chair allegedly causing the consumer to be ejected from the chair.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should the device or further information become available, a follow-up report will then be issued.

Event description:
Consumer is alleging the lap belt broke on the chair allegedly causing the consumer to be ejected from the chair.